Manufacturer narrative:
Cmpl-02925457b5: describe event or problem - additionalh2: additional information/device evaluationh3: device evaluated by manufacturer - additionalh6: adverse event problem - additional

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A receiver touch screen manual test was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.